Event description:
A dentist performed a routine procedure on a patient using a dental handpiece when the patient was burned on the cheek by the head of the handpiece.

Manufacturer narrative:
A patient was burned on cheek to the size of the handpiece head. The patient was given a tube of triple antibiotic gel to apply to cheek. Patient has healed completely. During product evaluation, it was found that the bearings were gritty. The head of the handpiece was damaged. The back cap button sticks which interferes with the bearings and heats up the head.